Manufacturer narrative:
(B)(4): cartridge pan. The analysis results that one device was returned with no visual non-conformances and with an (B)(4) cartridge reload present. The cartridge was received unfired and with nine drivers out of position as the cartridge pan was found lodge inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were note to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodge from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic esophagectomy, it was found that the cartridge started to run off from the jaws, before first firing, when the device was approached to the esophagus. After the device was pulled out from the patient, the cartridge came off. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information anticipated, but unavailable at this time.